Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed arcing errors. The fse performed the high voltage test which resulted in failure, indicating that the cause of the reported issue was due to arcing. The fse solved the issue by replacing the high voltage (hv) transformer and hv cable. The returned part was analyzed and confirmed that the high voltage converter was defective. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image suddenly turned black. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.